Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has had numerous surgeries, numerous revisions. The patient has a chronic infection, and the cables on the femur are causing him pain. The surgeon did none of the surgeries, but he is removing the cables, washing out and changing the head and constrained liner. Doi: unknown, dor: (B)(6) 2020, affected side: unknown.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.